Event description:
The recipient reportedly experienced decreased performance. The electrode array was reportedly not in the correct position. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics considers the investigation into this reportable event as closed. Legislation has prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report.